Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant pulmonary vein isolation and watchman procedure, a versacross connect for faradrive was selected for use. The physician obtained groin access and transseptal puncture was performed. An effusion was noted after few minutes which physician suspects complication occurred after transseptal puncture, during intracardiac echocardiography (ice) catheter exchange. The patient was tapped, was taken to surgery, and hospitalized. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant pulmonary vein isolation and watchman procedure, a versacross connect for faradrive was selected for use. The physician obtained groin access and transseptal puncture was performed. An effusion was noted after few minutes which physician suspects complication occurred after transseptal puncture, during intracardiac echocardiography (ice) catheter exchange. The patient was tapped, was taken to surgery, and hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was hypotensive during/after effusion noted. It is believed cardiac tamponade has happened. Patient was getting blood back during pericardiocentesis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5) detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, cardiac tamponade and hypotension are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of pericardial effusion, cardiac tamponade and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported events of pericardial effusion, cardiac tamponade and hypotension are known inherent risks of the versacross connect access solution device. Pericardial effusion, cardiac tamponade and hypotension are s an expected procedural complication addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant pulmonary vein isolation and watchman procedure, a versacross connect for faradrive was selected for use. The physician obtained groin access and transseptal puncture was performed. An effusion was noted after few minutes which physician suspects complication occurred after transseptal puncture, during intracardiac echocardiography (ice) catheter exchange. The patient was tapped, was taken to surgery, and hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was hypotensive during/after effusion noted. It is believed cardiac tamponade has happened. Patient was getting blood back during pericardiocentesis. It was further reported that the patient was discharged home without further issue.